Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 error alarm in alarm history due to history file was overwritten. The insulin pump passed self test and no lost settings or check settings alarm noted. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. Customer's blood glucose level was 45 mg/dl. She had some orange juice to treat her low blood glucose level. The insulin pump also alarmed motor position encoder error and check settings. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.